Event description:
Report received of an underdelivery. The pump was received with an unsigned note in the biomedical engineering department. The note stated: "keeps cutting off. Switches from secondary to primary with fluid still in secondary. Will not back prime. Underdelivery". There was no tracking info available (location, pt, or nurse). There was no reported adverse pt event. Though requested, there was no further info available.